Manufacturer narrative:
Corrected data: the reported event that intramedullary arthrodesis implant smart toe ii 21mm / 10° angle for pip arthro was alleged of 'implant breakage after surgery' could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. However, based on available information, the root cause is attributed to be patient related. The device was implanted on (B)(6) 2016 and the breakage was discovered 10 months later, on (B)(6) 2017. Moreover, patient was (B)(6) years old, therefore bone quality might not be optimal, and patient post-surgery activity was not reported. Therefore this case is classified as patient related. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
Broken smart toe implant size. 21, 10 degree.

Manufacturer narrative:
Device remains implanted. Additional information was requested and if received will be provided on a supplemental report.

Event description:
Broken smart toe implant size. 21, 10 degree.